Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 432 mg/dl. The pod was worn between 37 and 48 hours on the arm. It was noted that cannula dislodged from the site. No information was provided on how the hyperglycemia was treated.